Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a low heart rate in the 30's. It was noted that the right ventricular (rv) lead exhibited possible loss of capture. It was also noted that the current electrogram showed intermittent right atrial (ra) lead undersensing during atrial arrhythmias. In addition, the ra lead had low amplitude p-waves. Both leads remain in use. No patient complications have been reported as a result of this event.